Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a non-sustained ventricular episode for review. Technical services (ts) analyzed device episode data and found that there was oversensing of noise on the right ventricular (rv) lead channel. It was noted that the noise could not be reproduced in clinic but lead measurements following the episode were normal. No adverse patient effects were reported. Currently, this ICD system remains in service.